Manufacturer narrative:
Evaluation summary: one sonicision cordless ultrasonic dissector was returned for evaluation. The returned product did not meet specification as received. Visual inspection of the disposable hand piece revealed that the waveguide was broken and a piece was missing. Inspection also found that the dissector had been dropped on its tip. The waveguide could rotate inside the tube. The customer reported that the device was difficult to assemble. The reported condition was confirmed. The device could not be assembled onto a generator due to damage to the torque adapter. Dropping the dissector on its tip or forcing the tip against a hard surface causes the waveguide to become unsecured and move backward into the rotation knob housing. This destroys the torque adaptor which secures the waveguide in place. The damage makes it difficult to disassemble the generator from the dissector without using external tools. An additional defect the was noted during the product investigation. The waveguide was broken and the broken piece was missing. Investigation personnel concluded that the titanium waveguide was in use when it cracked and may have come in contact with any of the following; hemostats, clips, staples, retractors, etc. During use. Device use after damage can cause the cracked waveguide to break off. The investigation identified the cause of both identified defects to be user damage. The device instructions for use (IFU) currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. Contact with metal objects during use will cause the active blade to crack and may eventually break off. This issue is specific to ultrasonic dissectors. The IFU advises device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the generator does not fit properly. The surgical time was increased while replacing the device (30 minutes). There was no injury to the patient reported. Evaluation of the returned device revealed that a piece of the waveguide was broken off. The missing piece was not returned with the device.